Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient reported through strykeractive "I've had 2 of your replacements in my knee plus 3 manipulations and still can't bend my knee since (B)(6) 2016". Update: spoke to patient, she stated she had a right knee replacement on (B)(6) 2016 and was revised on (B)(6) 2017 due to rom. Patient is still not able to bend her knee. Patient also reported she had 3 manipulations done under anesthesia.. This pi is for manipulation 2 of 3, done on (B)(6) 2016.

Manufacturer narrative:
Corrected data: d2a & d2b. An event regarding patient factors (open lysis of adhesions) involving an unknown triathlon knee was reported. The event was confirmed through clinician review of the provided medical records. Method & results: -device evaluation and results: not performed as no product was returned for evaluation. -medical records received and evaluation: a review of the provided medical records by a clinical consultant indicated: adverse event identified pain and stiffness after primary tka that led to manipulation under anesthesia, open lysis of adhesions, and ultimately revision knee surgery. Hazards: none clearly related to implant conclusion of assessment: the young patient had a poor outcome from a total knee arthroplasty with postoperative stiffness and pain that did not respond to mua, open lysis of adhesion, or revision knee surgery. The primary issue seemed to patient selection, comorbid conditions, and the indications for surgery. There were no obvious relations to the implants. -device history review: could not be performed as lot code information was not provided.  -complaint history review: could not be performed as lot code information was not provided.  Conclusions: the medical review concluded: the young patient had a poor outcome from a total knee arthroplasty with postoperative stiffness and pain that did not respond to mua, open lysis of adhesion, or revision knee surgery. The primary issue seemed to patient selection, comorbid conditions, and the indications for surgery. There were no obvious relations to the implants. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient reported through strykeractive "I've had 2 of your replacements in my knee plus 3 manipulations and still can't bend my knee since (B)(6) 2016" update 1: spoke to patient, she stated she had a right knee replacement on (B)(6) 2016 and was revised on (B)(6) 2017 due to rom. Patient is still not able to bend her knee. Patient also reported she had 3 manipulations done under anesthesia.. Update 2:based on the medical review provided the patient underwent (open lysis of adhesions) on (B)(6) 2016. *this pi is for manipulation 2 of 3, done on december 2016.